Manufacturer narrative:
Exemption-(B)(4). Total number of events summarized - (B)(4). Ams apogee system - (B)(4). Ams apogee system with pc coated intepro lite - (B)(4). Ams elevate (not specified) - (B)(4). Ams elevate anterior prolapse repair system with intepro lite - (B)(4). Ams elevate pc anterior prolapse repair system with intepro lite - (B)(4). Ams elevate posterior prolapse repair system with intepro lite - (B)(4). Ams perigee system - (B)(4). Ams perigee system with intepro - 496. Ams perigee system with pc coated intepro lite - (B)(4). Unknown graft mesh - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The mesh remains implanted. No further patient complications have been reported in relation to this event.